Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: jr 4 guide catheter; sheath: cordis 6f intro sheath. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The 2.80x19 graftmaster referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a dissection/perforation that occurred in a vessel with mild tortuosity and no calcification in the right coronary artery. A whisper guide wire was advanced into the right coronary artery and a dissection occurred. A 2.80x19 mm graftmaster stent delivery (sds) was advanced to cover the dissection/perforation in the right coronary artery; however, the stent failed to cross due to patient anatomy. Additionally, after several minutes of observation the dissection/perforation sealed on its own without medication. There was no interaction of devices. The graftmaster sds was simply withdrawn from the patient without issue. There were no other device/procedure issues noted. Use of the graftmaster stent did not contribute to complications/adverse events. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.